Manufacturer narrative:
The device was evaluated by a field service tech. The power plug was removed and replaced with a new power cord. The unit passed all safety tests and was returned to service.

Event description:
It was reported by the field service repair tech that the plug set screws were loose and that it was arcing. There were no adverse consequences reported.